Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. A physician reported that the patient had been hospitalized since (B)(6) 2019 for an inflamed stoma, sepsis, and diarrhea due to clostridium difficile. The patient was admitted to the intensive care unit and treated with unspecified antibiotic(s) for the sepsis. On (B)(6) 2019, the tubing system was removed.